Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the video slice board (vsl) to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer called the technical support engineer (tse) to report a non-recoverable fault 307 after a converting to laparoscopy. During troubleshooting, it turned out that the fault was caused by the video slice (vsl2) board. A reboot including turning the vision side cart (vsc) circuit breaker and disconnecting the surgeon console to be able to use the system tomorrow if the troubleshooting failed. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the system functionality was checked upon powering on the system. The system initially powered on without errors. To resolve the reported issue/to continue the procedure. The customer called helpline and converted to laparoscopic procedure. The procedure was halfway in progress when the issue occurred. The procedure was converted to laparoscopic due to non-recoverable fault and an unsuccessful system reset. The conversion did not result in increasing port size incision or adding additional ports. The patient did tolerate the change to laparoscopic surgery and the procedure was successfully completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the video slice/video processing (vsl) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform a failure analysis. The vsl was analyzed, and the reported failure was reproduced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.